Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine check and when interrogated, the implantable cardioverter defibrillator lost radio frequency (rf) capabilities. A device update was performed and rf communication with the device was restored. The patient was in stable condition.